Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 02/20/2025, intuitive surgical, inc. (Isi) received user facility report mw5165774 stating: malfunction of davinci camera releasing off of arm #2 during surgical case. In addition, isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and error 23008 was confirmed and replicated. The 23008 error was found indicating encoder error on the usm yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a testing platform, where 23008 was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight pca was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer reported to technical service engineer (tse) in the middle of the procedure the camera ejected from universal surgical manipulator (usm) 2 on its own. The customer explained there was no collision and nobody interfacing with usm 2 when the issue occurred. The reporter explained the customer reinstalled the scope and completed the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. .

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. The complaint was confirmed based on the field evaluation. The probable root cause of the reported event can be attributed to a faulty sensor on the usm. Added "an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. The complaint was confirmed based on the field evaluation" in h11.